Event description:
It was reported to philips that the device gave an error indicating that image storage was impossible due to a problem with the image disk. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a planned treatment (cardiac arrhythmia) and the procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the problem with image disk and image disk was not recognized. Review of the system log file showed image storage errors on x-ray pc. The fse replaced the x-ray pc with new disk, ssd data haswell, installed os and disk data image. After replacement of the x-ray pc with new disk, ssd data haswell, installation of os and disk data image, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.